Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Primary surgery notes were provided and reviewed by a health care professional. Review of the available records identified a bone fracture and instability of the cup for the primary surgery for the left side, but no further complications upon completion of the tha. Operative notes for left hip revision were not provided, but the MRI shows a developing pseudotumor, and the patient is experiencing pain. No date has been provided for a possible revision. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown m/l taper, unknown head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565- 2021-02904, 0001822565 -2021-02906.

Event description:
It was reported the patient underwent a left hip arthroplasty. Subsequently, a small pseudotumor was noted on MRI. Patient has also received injections for pain in the hip. A revision has not yet been scheduled and reports unspecified injuries on the left side. No additional information.